Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device produced error code 133.6090 "failure to alarm" when it was powered on by the user. There was no patient involvement.

Event description:
It was reported that the device produced error code 133.6090 "failure to alarm" when it was powered on by the user. There was no patient involvement.

Manufacturer narrative:
The report of an error code 133.6090.0 (main speaker failure) was confirmed in the pcu event log; however, testing failed to replicate the malfunction. As a precaution the service depot will replace the pcu power supply and logic board. The review of the pcu event log identified the failure first occurring on 08mar2020 source pcu is powered on, pump module s/n (B)(6) is added and immediate records a malfunction. Following the initial error, the log records 15 malfunction at power on. On 18mar2018 at 2:33 pm, when the pcu is powered on, there were no malfunctions recorded. The log show no attached devices. The pcu was left on during the error then shutdown with no user interactions. Pump module s/n 15465248 was requested from the customer but was not returned. Functional testing performed using 2 test pump module programmed to infuse at a rate of 125ml/hr infused for over 5 days with no errors or malfunctions. Audio signal tracing from the main speaker to the pcu logic board found the main audio components functioning properly. There were no irregularities observed. Ops engineering tested the main speaker circuitry on the pcu power supply and logic boards. There were no irregularities observed. Main speaker testing was also performed by allowing the device to enter kvo mode which the main speaker alarmed continuously failed to reproduce a main speaker malfunction. Inspection of the returned pcu found no irregularities. The root cause of the reported complaint of an error code 133.6090 (main speaker failure) was not identified during the investigation. Because the alarm first occurred with an attached pump module, it is believed the attached device may have contributed to the malfunction. The pump module was requested for this investigation but was not returned. Device history review: review of the source pcu s/n (B)(6) service history record showed the device had a manufacture date of 27feb2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 23jun2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.